Event description:
Previously reported re-occlusion event has been updated as assessed by the investigator as possibly related to the procedure.

Event description:
During the index procedure, the physician used three in. Pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa of the right leg. A complete se stent was also implanted due to residual stenosis. After the dilatation procedure on angiography showed a re-occlusion from the right sfa, due to thrombus. Patient was treated with thrombolysis. Investigator has indicated the event was not related to the study device or procedure. The outcome is reported as resolved.

Manufacturer narrative:
The previously thrombosis was also treated with a complete se two days later.

Manufacturer narrative:
Evaluatio: inherent risk of procedure ¿ (stent thrombosis). (B)(4).

Manufacturer narrative:
The cec has adjudicated that the previously reported thrombosis event was related to the study device and procedure, but was not related to paxlitaxel.